Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that there was a leak in the forceps channel and probe, reprocessing could not be completed and foreign matter remained in the forceps opening. The event can be detected/prevented by following the instructions for use which has the following descriptions: chapter 6 application and conditions of cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the probe had immersion, an insufficient angle, and angle play; the bending section cover adhesive bond was floating; there was a lack of rubber adhesion; the bending section cover adhesion was cracked and chipped; the image guide snake tube had a scratch; the objective lens had scratches; the objective lens adhesive was peeling; the forceps channel had a pinhole; and the probe had an air leak from the forceps mouth and tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera ultrasound gastrovideoscope had air and water leakage from the insertion section. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that a foreign object came out of the forceps mouth. The foreign material remained in the device, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the forceps mouth noted at estimation.